Event description:
It was reported that during a da vinci-assisted prostatectomy: radical extraperitoneal w/lymphadenectomy procedure clinical sales representative (csr) called in during start of surgery, not onsite, to report that universal surgical manipulator (usm) arm number 3 was reporting recoverable faults, though did not know which fault. As system was onsite, intuitive surgical (is) technical support engineer (tse) could review the logs and found error #23008 pointing to the usm. Tse could also see that system had been power cycled with error still present. Tse asked csr if the surgical team could proceed using three arms, and csr acknowledged they could. Csr will inform customer on how to disable usm arm 3 prior to surgery. Field service engineer (fse) to follow up. The procedure was completed with no patient injury. Intuitive followed up and obtained additional information. The customer disabled arm 3 due to the error. Procedure was completed with three arms robotically. The delay was less than 15 minutes. No patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 23008 was found indicating pot to encoder fault on pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where chipencoder virtual absolute (cva) characterization was found to be failing on the pitch axis. Once testing was completed, the pitch cva was verified to be the source of the fault. The probable root cause is attributed to sensor errors resulted from a faulty pitch cva board located on usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.